Manufacturer narrative:
Date of event: exact date not provided, (B)(6) 2018. If implanted, give date: unknown, exact date not provided only (B)(6)-(B)(6) 2018. The lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. The intraocular lens (iol) is not returning for evaluation, as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suspicion of aseptic endophthalmitis after the patient was implanted in both eyes with model zxr00v intraocular lenses (iols). It was noted that the surgeries were performed between (B)(6) and (B)(6) 2018. One day post-op all was reported to be very clear, but one month post-op (approximately the (B)(6)) examination revealed there was no fibrin, but there were many cells causing inflammation. Steroids were administered to the patient. No additional information provided. This report is two (2) of two (2).